Manufacturer narrative:
Date sent: 12/05/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap anterior resection, the anvil detached during closing although the anvil head was firmly locked by the trocar. The surgeon tried to lock it again, but the same thing occurred. Afterward, the surgeon retransected the colon and tried to perform an end-to-end anastomosis again. This time, the surgeon also used the same device with a great force to lock the anvil. During the third closing, the device was loose. After the gap setting scale showed an acceptable range for firing, she fired the device and the donut was completed. There were no adverse consequences to the pt. The surgery was prolonged 45 mins.